Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that during venogram procedure, before insertion to patient body the balloon catheter worked well. During contrast injection, physician observed backflow of contrast despite inflated balloon. The balloon catheter was removed and checked outside the patient body, and the balloon did not inflate. No patient complications have been reported as a result of this event.